Event description:
During a left ventricle premature ventricular contractions (pvc) procedure, an effusion was noted. After crossing the septum with the sheath and after transseptal access, the effusion was worse. After completing left ventricle pvc ablation, the patient became hypotensive and complained of chest pain. A pericardiocentesis was performed to stabilize the patient. There were no performance issues noted with any abbott devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).